Event description:
The customer reported that the system displayed an error code stating the x-ray was on. A reboot sometimes works to fix the system.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.